Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device- 10 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a driveline debridement for driveline infection. Additional information was requested, but not yet provided.

Manufacturer narrative:
A direct cause of the reported driveline infection could not be conclusively determined. The report of elevated pump power, however, was confirmed through evaluation of the submitted system controller log file, along with the report of the no external power alarm. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event. Multiple requests for additional information were issued to the customer, but no further information has been received to date.